Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer spontaneously shut down after plugging the radiofrequency (rf) head. It was noted that the rf head had a short circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the radiofrequency(rf) head had a short circuit that caused the programmer to shut down. It was noted that the programmer functioned normally when rf head is disconnected. There was no patient involvement.